Event description:
It was reported by the customer "tip of catheter was located in patients tissue after coming off." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3710 showed no other similar product complaint(s) from this lot number.